Event description:
Boston scientific received information that the magnet rate for this pacemaker measured at 100 paces per minute however the gas gauge displayed less than six months left of battery longevity. Boston scientific technical services (ts) discussed performing a memory download however was deferred. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.